Event description:
It was reported a thrombus was present. During a left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. The physician obtained femoral access and a full dose heparin was given to the patient. The intracardiac echocardiography (ice) catheter was inserted to get baseline appendage measurements, however a clot seemed to be noted in the left atrial appendage (laa) when looking from the right ventricular. Then, a transesophageal echocardiogram (tee) probe was dropped to clear the appendage. At this time, the physician aspirated on versacross dilator and pulled out the clot. The appendage was cleared, and procedure continued with no issues. The physician felt confident that it was appropriate to continue procedure once he had safely aspirated and re-flushed versacross system and continued to use the same dilator and watchman sheath. The device is not expected to be returned for analysis (disposed). The physician did not state specifically that he felt that the versacross devices contributed to the thrombus formation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.